Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device had exposed wires at dermatome connection. The theatre did not notice the exposed wires, it was noticed while being cleaned. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the electric dermatome sn (B)(6) by zimmer-taiwan on 26 february 2020 revealed that the motor, switch, bearing, o-ring, seal, reciprocating arm, and external e-ring needed to be replaced. Repair of the device was performed by zimmer-taiwan on 26 february 2020 which included replacement of the following: motor, switch, bearings, rings, seal, reciprocating arm the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.